Event description:
Information was received that the cadd legacy pump has two beeps and no error message. Diagnosis or reason for use: pah. Dose or amount: 30 nkm, frequency: continuous, route: sub q. No reported adverse effects.